Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 08/05/2020. D.4. Medical device lot #: 16117620. D.4. Medical device expiration date: 11/24/2019. H.4. Device manufacture date: 07/29/2017. H6. Evaluation method codes: 10, 3331, 4109. H6. Evaluation result codes: 213. H6. Evaluation conclusion codes: 192. Investigation conclusion seven 72313-0006 samples were received for investigation with an opened 72313-0006 packaging from lot 16117620; residual fluid was present in the line of all the samples. Note that one sample was received with the tubing component previously cut in three separate locations. A visual inspection of the remaining six samples did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. The samples were subjected to a flush through with no occlusions observed at any point of the infusion line. The samples were then subjected to a gravity infusion, during infusion it was noted that some flow restriction was noted in each of the samples. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance it appears that the customer's experience is likely to have occurred as a result of a build-up of particulates within the filter of the product; filters, if functioning correctly are likely to block over time if particulates are present within the infusion solution. The most common causes of this failure mode are emulsion instability and chemical precipitation which may be generated due to the tpn mixing procedure and tpn storage conditions. A review of the production records for lot 16117620 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. During analysis of the returned packaging it was noted that the expiration date of the product was the 24th of november 2019; in this instance it appears that the complaint samples had been used outside of the shelf-life of the product. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 72313-0006 product in the past 12 months.

Event description:
It was reported that 5 gem v/nv 20dp ckv 2ss 117-in 20pk were clogged/blocked/occluded. The following information was provided by the initial reporter: ivac 1.2 micron filter set leaking. Product catalogue number :72313-006 product code: ivac 909 5 x tpn sets occluding and not tunning as soon as it passes the 1.2 micron filter.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a 72313-0006 sample was not available for investigation of this feedback; however the customer indicates that an occlusion was identified at the in-line filter component during preparation procedures of the sets. Root cause description: further information provided by the customer confirmed the occlusion was identified when priming the sets with tpn whilst disconnected from the IV pump. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance a correct lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. Please note that filters, if functioning correctly, are likely to block over time if particulates are present within the infusion solution. The most common causes of this failure mode are emulsion instability and chemical precipitation which may be generated due to the tpn mixing procedure and tpn storage conditions. A review of the customer feedback database indicates that this is a rare occurrence with one similar report against the se family of sets in the past 12 months.

Event description:
It was reported that 5 gem v/nv 20dp ckv 2ss 117-in 20pk were clogged/blocked/occluded. The following information was provided by the initial reporter: ivac 1.2 micron filter set leaking. Product catalogue number :72313-006 product code: ivac 909. 5 x tpn sets occluding and not tunning as soon as it passes the 1.2 micron filter.